Event description:
The customer reported that the system would not boot up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The system software was reloaded, the hard drive was reformatted, the power supply connectors were cleaned and reseated, and the power supply voltage was adjusted. The system was then found to be operating as intended.